Event description:
Resident was being transferred from his bed to a wheelchair with a floor lift, positioned on the side of the wheelchair. The resident was starting to get lowered into wheelchair. When the resident was close to being into the wheelchair, the wheelchair started to tip forward and the lift was starting to do to the left. The staffs called for extra help and were able to lower resident to floor. After resident was lowered to the floor, the device was removed from lift and then four people helped resident back into bed. A caregiver sustained bruises to right shoulder and soreness to lower back, and had physical therapy.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.